Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) to (B)(6) 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being used with a patient. The root cause was the main ac power had been disconnected after start-up by the user, resulting in the batteries becoming discharged. The problem was resolved by plugging the device back into the main ac power which enabled the batteries to be re-charged. There was no patient or user harm.

Event description:
The display doesn't power up when the machine is switched on, alarming continuously and machine cant be switched off.